Event description:
It was reported the patient has been experiencing a burning sensation at the ipg site whether stimulation is on or off since (B)(6) 2014. The same day, the patient went to the emergency room but allegedly there was nothing the medical staff could do for him. In turn, the patient may undergo x-rays for further investigation. Regardless, the patient will undergo surgical intervention on a late date.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.